Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the left ventricular lead became clogged with blood and could not be flushed or used further. The lead was not used and replaced. The patient was stable.